Event description:
It was reported that the patient¿s right ventricular lead exhibited intermittent loss of capture at max output, indicating intermittent complete heart block (chb). The patient experienced bradycardia during the procedure. The lead was explanted and replaced, and the patient was upgraded to left bundle branch pacing system. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5 - the correct b5 should have been "it was reported that the patient¿s right ventricular lead exhibited intermittent loss of capture at max output, indicating intermittent complete heart block (chb). The patient experienced bradycardia during the procedure. The lead was explanted and replaced, and the patient was upgraded to left bundle branch pacing system. The patient was in stable condition."

Event description:
It was reported that the patient presented for a generator change procedure. It was noted that the right ventricular lead exhibited intermittent loss of capture. The patient experienced bradycardia during the procedure. The lead was explanted and replaced. The patient was stable.